Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. The lcd display is pretty scratched up to the point where it's difficult to read and navigate the menus. Also the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not read the display. The customer¿s blood glucose was unknown. Customer reported that his insulin pump was deeply scratched. Customer states the scratch is on the lcd screen and they unable to read screen. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.